Manufacturer narrative:
Continued a.5b patient race: caucasian. Continued e.1 phone number: (B)(6).

Event description:
"Spontaneous perforation" reported. The device has been explanted. Systemic antibiotic used for treatment.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma-late.

Event description:
Healthcare professional reported "severe pain and enlargement [size]" , rupture, and "liquid collection" on right side, device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, g1, h6.

Event description:
Patient's representative later reported "resection of the right breast prosthesis capsule: fibrous capsule with chronic granulomatous inflammation, in organized activity, with gigantocellular reaction to a foreign body and multifocal fibrinoid necrosis; research for fungi and negative b.a.a.r." The event of "depression" is not device related.the device has been explanted. Patient was prescribed antibiotics.